Manufacturer narrative:
(B)(4)

Event description:
The patient got an infection from an operation in (B)(6) (details not provided). She visited her physician on (B)(6)2010 and was told that he could see the stitch in the center incision where the infection was located, and that her body might be rejecting the device. Because of the soreness and infection she had not used the device much. She was to follow up with the physicians assistant in august for another check up. It was discussed that the recharging process of the device could generate heat, which may aid bacterial growth. Further information was requested.